Event description:
On (B)(6) 2010, the pt reported his insulin infusion device is displaying an e2 (battery depleted) error when he tries to return the piston rod. The pt was instructed to confirm the error and remove the battery which he successfully did. He said he is unsure if he received an a2 (battery low) alert. He checked the alarm history and found there was no history of an a2 alert. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. The infusion device, battery, and battery cover were replaced and requested to be returned for eval.